Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. If new information becomes available, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken connectors could not be determined. It is possible that external stress was applied to the lock lever of the connecting tube, which may have caused the user to have applied force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The field service engineer on behalf of the customer reported to olympus that the connectors for the endoscope reprocessor were broken. The issue was identified during reprocessing. There were no reports of patient harm associated with the event. This report captures the complaint on the endoscope reprocessor. The complaints on connecting tubes captured in related patient identifiers: (B)(6).